Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported, axsos 4.0 star head screwdriver broke off into small pieces (1/2 the shaft) while the surgeon was screwing the distal locking screws in by hand. Nothing out of the ordinary, then he used a new screwdriver and, it went right in.